Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a sudden return of symptoms after a fall. Patient further explained that they went from program 1,2,3,4 and increased stimulation up to 8.5v but could not feel it. It was also reported that the patient had been going a lot more and that it was not controlling their symptoms. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.